Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic, device radio frequency (rf) telemetry connection anomaly was observed on the device. The device did not pair with the remote merlin.net transmission and the rf telemetry connect was unable to interrogate the device. When the device was tested with another rf there was no telemetry connection on the programmer. Patient therapy was unaffected. Upon review of the session records, it showed that the device had a rf chip and it was functional. A firmware device download was recommended to restore the device. Patient was to be brought in for a scheduled in clinic visit in january. Patient was stable and will continue to be monitored.